Event description:
It was reported that (1) device was about to be used during an unknown procedure. It was reported by the affiliate that after resterilization, the distal part of the h1tuv makes a disturbing noise. In addition to the noise, they sometimes observe a higher rate of scissors lockout (continuous tone from generator). There was no consequence to the pt.